Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated with fortum (500 mg given intraperitoneally (ip) per bag, duration not reported) and amikacin (125 mg given ip via first bag, duration not reported) for the event of peritonitis. The patient's recovery status was unknown. Dianeal therapy was ongoing. No additional information is available.